Event description:
The patient is a (B)(6) male supported by heartmate ii lvad with epc controller. He was brought into the ed via ambulance after a syncopal event in the setting of a vad pump alarm. Patient reports that he had switched from batteries to power module - white then black - when the vad alarmed. He lost consciousness and his wife who was on hand, switched him to his backup controller and patient regained consciousness. Data from epc controller was sent to thoratec for evaluation. Driveline x-rays taken and also sent to thoratec for evaluation. Upon discussion with thoratec and vad team, patient switched to hm ii pocket controller. Manufacturer response for vad and epc controller, heart mate ii (per site reporter): log files were sent to thoratec for evaluation: during the analysis of the log, they observed a double cable disconnect which could explain the vad alarm and since the battery cell was low this may explain why there were no lights on the controller. Controller was sent for analysis.